Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The baxter technical service representative (tsr) advised the home patient (hp) to start over with new supplies and contact the registered nurse (rn) about possible introduction of air in the lines. The patient was connected either at the time of the alarm or observed air. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.